Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000.

Event description:
The customer reported a false positive with ID now covid-19 on (B)(6) 2022.per customer, the patient got positive result with ID now on (B)(6) 2022, and got negative result with unknown test on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.